Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity."

Event description:
It was reported that patient underwent elbow arthroplasty on (B)(6) 2006. Subsequently, a locking screw from the medial humeral condyle bearing backed out and now requires a revision. There has been no reported revision procedure. No further information has been provided to date.

Event description:
It was reported that patient underwent elbow arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2013 due to a locking screw from the medial humeral condyle bearing backing out. The poly was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay the revision date, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00547-1 & 00892).